Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was observed, the bronchovideoscope had damage on ccd unit causing a noisy image occurring during angulation in up/down directions. The most likely cause was determined to be an electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the bronchovideoscope had damage on ccd unit causing a noisy image occurred during angulation in up/down directions. There was no patient involvement.